Manufacturer narrative:
Product complaint #(B)(4). Event related to mw # 2210968-2023-07851, mw # 2210968-2023-07853, mw # 2210968-2023-07854, mw # 2210968-2023-07855, mw # 2210968-2023-07856, mw # 2210968-2023-07857, mw # 2210968-2023-07858.

Event description:
It was reported that a patient underwent an excision procedure for brain tumors (B)(6)2023 and suture was used. The problem of the suture pulling off the needle happened in surgery. Changed to another seven to continue the surgery, the same problem happened. Changed to another one to complete the surgery. The needle did not fell into the patient. No adverse patient consequences were reported. Additional information was requested.